Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. The touch screen was tested and passed all of the flex cable resistance testing. The pil technician verified that the touch screen, when initially installed into the stb, that the touch points were shifted and required a calibration to the stb. The tech verified that after the successful recalibration of the touch screen using the touch screen calibration button noted in the diagnostics portion of the software, the touch screen could be recalibrated. The touch screen passed all diagnostics testing and the touch screen operated without issue. After the calibration of the touch screen the touch points were properly aligned with the liquid crystal display (lcd).

Manufacturer narrative:
The pse identified the issue during a preventative maintenance evaluation and confirmed the unit kept operating when the failure was observed. The issue of failure for operating the screen could not duplicated. The touchscreen was proactively replaced to prevent a recurrence. The device was operational and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting an operating failure of the v60 ventilator screen. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and remained out of service. The pse identified the issue during a preventative maintenance evaluation and confirmed the unit kept operating when the failure was observed. The investigation is ongoing.